Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying an error 5 message. The complaint was classified based on based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient stated that the alleged meter issue began at approximately 4 pm on (B)(6) 2017. The patient did not provide information regarding how she manages her diabetes on a day to day basis. Similarly, the patient did not report what action she took (if any) regarding her normal diabetes management in response to the alleged meter issue. Approximately 30 minutes after the alleged meter issue began the patient stated that she developed "high blood sugar". The patient denied receiving any treatment in response to the symptom during troubleshooting the csr confirmed that this was not the first time the meter had been used and that the test strips had been stored properly, had not expired and had not exceeded their discard date. The patients testing steps were confirmed as correct. The reporter was able to confirm that the test strips filled with blood completely. The issue could not be resolved on retest. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.